Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a damaged keyboard had occurred on the device. There was no harm or injury reported. The device was not in patient use. The device has not been returned to the manufacturer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.